Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that the buttons are unresponsive or take a long time to respond. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with no button response due unlocked keypad connector. The insulin pump was also received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and with cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.